Event description:
It was reported a clearlink system non-dehp solution set leaked. The nurse observed "fluid in bag" while in the med room. Upon further inspection, the leak was noted from the chamber in the tubing. The set was filled with carboplatin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.